Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section b3: date of event: unknown, but the best estimate date is between 06/21/2018 and 8/7/2020. Section d6a: implant date unknown/not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended range of vision non preloaded intraocular lens (iol) was explanted from the patient's left eye. The lens was replaced with lens model zxt150 20.0 diopter. No further information is available.

Manufacturer narrative:
Corrected data: upon further review, it was determined the iol explant complaint is not a reportable event as zxr00 19.0 diopter multifocal iol was explanted in a secondary surgical procedure and replaced with a zxt150 20.0 diopter multifocal iol. The difference in model indicates the original iol was not intended to treat the patient¿s condition. Therefore, this file is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.